Manufacturer narrative:
Continuation of d10: patient product ID 97755-s serial# (B)(6) product type recharger. Disregard the previously reported concomitant product of the product ID 97745 serial# (B)(6) as it is not a concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); product type programmer, patient product ID 97755-s lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Caller mentioned they were in the hospital over the week and dropped their controller in the parking lot, and the power button totally fell off. Caller noted the top part of the controller is separating at the seam, but it's still working. A replacement controller was sent out. In another call, caller stated that their recharger paddle has been getting really hot when trying to charge their implant. Caller stated it started getting a little warm a couple weeks ago, but the last few times they've charged it's been getting super hot before they're even halfway charged. Patient services had caller examine the equipment for damage; caller noted no visible damage. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger. H3: product ID 97755-s serial# (B)(6) was returned and the analysis results shows that there are no anomalies that were found. Product never got hot even after running it for 10 mins and passed final functional test too. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.